Manufacturer narrative:
Investigation: visual inspection revealed that one side of the bottom of the mount base had fractured and the piece was not returned. There was evidence of blood on the device. The device was received with the stabilizer mount and shaft knob on housing assembly not tightened. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail. Next, the stabilizer shaft, knob, and foot were tested for functionality. Pressure was applied on the stabilizer foot to test for stabilization. The stabilizer shaft was secured in position when the light gray side mount knob was turned clockwise. The stabilizer foot was also secured in position when the dark gray knob was turned clockwise. Based upon these findings, the reported complaint "stabilizer would not lock in place" could not be confirmed. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima standard stabilizer would not lock in place. The reporter clarified "the knob was not tightening the foot." Standard blades were being used during the procedure. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.